Manufacturer narrative:
Results of investigation: it was reported from a literature review that the patient underwent a revision surgery due to the infection, in which the liner and head were exchanged. The patient was treated with debridement, antibiotics, irrigation, and prosthesis retention with appropriate antituberculous therapy. The affected complaint devices, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record, sterilization documentation and complaint history review cannot be completed. There is no information that would suggest the devices failed to meet specifications. A relationship, if any, between the devices and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
In a scientific publication, david p. Gwynne-jones et all 2019, "mycobacterium bovis infection of total hip arthroplasty after intravesicular bacillus calmette-guerin" it was reported that the patient underwent a revision surgery due to infection. The liner and head were exchanged. The devices implanted on the primary surgery were the following: reflection cup from s+n and the stem from a competitor company, there is no information regarding to the liner and head.